Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had an adverse event with unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. The blood glucose reading was 41 mg/dl when paramedics arrived. Customer reported that he reviewed his insulin pump and noticed that there was 27 units of insulin was active in his body. Customer stated that he did not know how it happened. Nothing further was reported.